Event description:
The MFR's rep reported the pt was experiencing signs of overdose with a concentration of 500mcg/ml and a daily dose of 900mcg. A programming error was reported to be the cause. The pump was stopped.